Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08430; 2938836-2020-08432. It was reported that dislodgement was noted on the right ventricular(rv) and left ventricular (lv) lead. The lv lead was repositioned. The rv lead could not be repositioned as helix failed to extend after retraction. The rv lead was explanted and replaced. The device was repositioned by making the pocket more medial. The patient was stable.